Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks due to rapid ventricular response. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks due to rapid ventricular response. No changes have been performed. This device remains in service. No further adverse patient effects were reported.